Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown whether the patient was hospitalized for the event. The cause of the peritonitis was not reported and it was not reported if treatment was rendered for the event. At the time of report, the event of peritonitis was ongoing and the patient had not recovered. No additional information is available.

Manufacturer narrative:
Complaint no:(B)(4). Correction. Should additional relevant information become available, a supplemental report will be submitted.